Manufacturer narrative:
Investigation summary: bd received from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was not observed. Bd is further investigating this issue and as a result, corrective actions have been established and are in the process of being implemented. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was not observed. Further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hemogard¿ stopper / shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had closure separation.